Event description:
Consumer called stating the tampons were falling apart. The fabric was sheering off in pieces. No injury was reported.

Manufacturer narrative:
22-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the tampons were falling apart. The fabric was sheering off in pieces. No injury was reported.